Event description:
It was reported that this right ventricular (rv) lead was exhibiting loss of capture, the patient had two syncopal episodes. Technical services (ts) was consulted about possible solutions. Reprogramming was performed to provide lv pacing only. This rv lead remains implanted. The patient will continue to be monitored. No adverse patient effects were reported.